Manufacturer narrative:
(B)(4). The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have pcb contamination. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Caller states patient tested hi (greater then 33.3 mmol/l), hi, and hi on performa system 1. Patient tested 7.9 mmol/l on performa system 2 within 10 minutes. The following day the patient tested 28.6 mmol/l performa system 1 and 6.3 mmol/l on performa system 3 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however caller no longer has the test strips.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power off, pc frozen on display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.